Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 days following the implant of this transcatheter bioprosthetic valve, an aortic annulus dissection and an annulus rupture were observed. Treatment was not reported. No additional adverse patient effects were reported.

Event description:
Additional information was received that an annulur dissection did not occur. The dissection occurred in the ascending aorta. The timing of when the dissection occurred was unknown, however, 5 days following the implant of the valve the patient developed a fever and their blood pressure decreased which was observed via. Computed tomography (CT) scan. The intra operative and post operative echocardiogram did not observe a dissection. Per the physician, as the valve was detaching from the delivery catheter system (dcs) during deployment, the paddles of the valve could have contributed to the dissection. Additionally, the patient had a horizontal aorta which may have also contributed to the dissection. Per the physician, the dcs was not related to the dissection. Conservative treatment was provided for the dissection, and the patient was discharged from the hospital.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. H11. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.